Event description:
This report is being filed after the subsequent review of the following journal article: boraiah, s., et. Al., (2010), outcomes of length-stable fixation of femoral neck fractures, archives of orthopaedic and trauma surgery, 130, 1523-1531. The most common implants for treating unstable femoral neck fractures are sliding constructs, which allow postoperative collapse. Fifty-four patients with femoral neck fractures underwent open reduction and internal fixation between january 2005 and june 2007. The average patient age was 78 years and there were eighteen male and thirty-six females in the study. Fracture fixation was accomplished with a dynamic hip screw or dynamic helical hip screw. Patients were followed up at two weeks, six weeks, and then at three, six, twelve, and twenty-four months. The average follow up time was twenty-three months. One patient developed avascular necrosis of the femoral head and two patients had nonunion requiring arthroplasty. Seven patients had residual greater trochanteric pain related to hardware. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This complaint involves an unknown dynamic hip system.

Manufacturer narrative:
Device used for treatment not for diagnosis. Boraiah, s., et. Al., (2010), outcomes of length-stable fixation of femoral neck fractures, archives of orthopaedic and trauma surgery, 130, 1523-1531. This report is for an unknown dynamic hip system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.